Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown during operation and generated a "no pt status available" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the front end board (part number: (B)(4)) the iabp was tested to factory specification. It functioned normally and was returned to the customer.